Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient's symptoms were redness, soreness and pain around the ipg site. The patient was administered ancef IV antibiotics and was reportedly doing well. The physician feels the infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm the explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and paddle lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.